Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post deployment with a 26mm sapien 3 valve, a paravalvular leak (pvl) was observed on a transesophageal echocardiogram (tee). Moderate central regurgitation was suspected with stable vitals. The decision was made to perform a valve in valve procedure. A second sapien 3 valve was successfully deployed.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed as relevant imagery/medical report was not provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. 'As reported through the japanese tavi registry, valve in valve procedure due to central aortic regurgitation (ar) was reported. The 26 mm sapien 3 valve was deployed in 90:10 aortic/ventricular position with 1.0ml less contrast than nominal volume. A second sapien 3 valve was deployed with great result at the same position and inflation volume as first valve.' Per technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, over inflation/ post dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. For complete valve expansion, the prescribed nominal volume must be used. In this case, the valve was deployed with 1 ml less than nominal volume. It is possible that the valve was under expanded, preventing the valve leaflet from fully closing and resulting in central regurgitation. It was also reported that mild valve calcification was present. Calcification in the landing zone may cause impingement of leaflet, leading to central regurgitation. In addition, this case involved an elderly patient, so slow recovery of adequate blood flow could be another possible factor that result in central regurgitation as the leaflet requires back flow/pressure for proper leaflet coaptation. Without imagery/hemodynamic measurements, the suggested root causes could not be confirmed. While a definitive root cause was unable to be determined, it is possible that patient factors (calcification, slow recovery of adequate blood flow) and/or procedural factors (under expansion) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.